Event description:
It was reported that the patient was having difficulty keeping the ipg charged. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned.

Event description:
It was reported that the patient was having difficulty keeping the ipg charged. The patient underwent an ipg replacement procedure.